Manufacturer narrative:
The customer cleaned a small puddle that had collected under the instrument and discontinued running the instrument until service could arrive. A field service engineer (fse) was dispatched and discovered that waste tubing was leaking down onto the liquid waste containers. Fse noted that customer had successfully replaced the leaking waste peri-pump tubing. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a leak was coming from the unicel dxl 800 access immunoassay system. No injury was reported.